Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and displayable history check failed on startup. The insulin pump had cracks on the upper right hand side of the screen. The crack goes from the corner to the actual insulin pump and also around the top of the reservoir compartment. Customer's blood glucose level was not reported. The device was not returned.